Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt was injured in pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and /or economic damages. Pt will also continue to suffer loss of care, comfort, consortium, guidance, support, wrongful death damages, survivorship damages, and/or other losses and damages. No additional info was provided.